Manufacturer narrative:
During evaluation at service and repair, the repair technician reported the item failed high during calibration testing. The cause of the issue is unknown. The item was sent to the vendor for re-calibration on 17-oct-2019. The device will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 20. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. A DHR file could not be reviewed as it has not yet been scanned into tungsten as of 31 oct 2019, but jde confirmed that the lot was released for sale 05 sep 2019. A search in mdd non-conformance module confirmed that no non-conformance's occurred during manufacture. If a DHR file becomes available in the future, the review (of the DHR) will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during testing at service and repair, a socket wrench for veptr nut failed in calibration. There was no patient involvement. This report is for one (1) socket wrench for veptr nut. This is report 1 of 1 for (B)(4).